Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was observed to be in back-up vvi mode due to a MRI procedure. The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, the device was observed to be in back-up vvi mode due to a MRI procedure. The issue was resolved by reprogramming the device with a firmware download. Due to external factors, the device was unable to be programmed to the normal parameters. During the patients next follow-up, the device was reprogrammed to normal parameters. The patient was in stable condition and experienced no adverse health consequences.